Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a post-operative remote transmission showed intermittent atrial lead far field r wave oversensing on the presenting rhythm. The atrial lead remains in use. It was further reported that the right ventricular (rv) lead thresholds had an acute rise and were high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.